Event description:
It was reported that the patient had their drg system explanted via surgical intervention on (B)(6) 2024. The reason for explant was not provided.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
There is no alleged deficiency against the ipg.

Event description:
Additional information was obtained, revealing that the system was explanted due to lack of efficacy. There was no alleged deficiency against the ipg.